Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged power issue began on (B)(6) 2014 between ¿7:00-7:15 a. M.¿ it is not known what medication, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed, at an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿sweating¿. It is not known if the patient received any treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (10/21/2014). The patient¿s test strips have been returned on 10/10/2014 and evaluated by lifescan product analysis on 10/13/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 2 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014), the patient¿s meter has been returned on 9/17/2014 and evaluated by lifescan product analysis on 9/23/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 07/18/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.